Manufacturer narrative:
Block h3: the omniwire was returned without the non-philips guide catheter. Visual inspection found the coating material (polyimide) peeled from the composite core; with bare spots exposing the core wire. Due to the nature of the returned device, no functional testing was performed. Block h6: based on the device evaluation, the unraveling of the coating material was confirmed. However, the probable cause of the reported failure (wire got stuck inside the guide catheter) could not be established since the non-philips guide catheter was not returned with the omniwire. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2, a3b, a5 & a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. While advancing the wire through a non-philips guide catheter, resistance was encountered. The wire got stuck inside the guide catheter, and both were removed as a system. Upon removal, the wire unraveled, but remained intact. A new omniwire was used to complete the procedure with no patient injury reported. This product problem is being submitted because the omniwire and a guide catheter were removed as a system. There is potential for harm if it were to recur.